Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Or manager of the hospital, reported to our sales rep that he was observing a surgery procedure. During this procedure he observed that the spring-lock of the instruments was getting loosen. A replacement was available to complete the surgery.

Manufacturer narrative:
Visual analysis of the returned sub-components found no excessive wear. The material analysis concluded that nothing could be learned about the reported spring lock becoming loose as not all of the subcomponents were returned. The device could not be reassembled to replicate the condition. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because the device was returned disassembled and no all sub-components were returned. The device could not be reassembled to replicate the failure mode. If additional information becomes available, this investigation will be reopened.

Event description:
Operating room manager of the hospital, reported to our sales rep that he was observing a surgery procedure. During this procedure, he observed that the spring-lock of the instruments was getting loosen. A replacement was available to complete the surgery.